Event description:
During remote follow up, high defibrillation impedance was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suspected encapsulation. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 23, 2022.

Event description:
Related manufacturer number : 2017865-2022-39022.